Event description:
International complaint received from another country. Customer reports "off/tubing-connector" during patient use. There was no reported injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.